Manufacturer narrative:
Reporter phone number: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient lost therapy from one of the leads. Lead fracture was determined from the x-ray. As such, surgical intervention took place wherein the broken portion of the lead was removed. The remaining portion of the lead was left implanted. A new lead was implanted. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed and cannot be fully analyzed due to the returned lead was incomplete. As received, the returned terminal end lead segment was passed isolation resistance testing. The cause of the reported event remains unknown.